Event description:
It was reported by service report that the right siderail would not latch in the up position and the head end plastic covers were cracked with sharp edges exposed. No pt involvement or adverse consequences were reported.